Event description:
Related manufacturing ref: (B)(4). During a pulmonary vein isolation procedure, a pericardial effusion occurred. The left pulmonary veins were isolated and shortly after starting ablation of the right pulmonary veins, an ultrasound revealed a pericardial effusion. The patient was hemodynamically stabilized and transferred to the station for monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.